Event description:
The account stated the head of bed will not rise but all other functions are working properly.

Manufacturer narrative:
The technician isolated the issue to the head up valve. He replaced the head up valve to repair the bed.